Manufacturer narrative:
Follow-up #1: date of submission 10/18/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/10/2013 with the following findings: the keypad symbols were worn. There were no tears or peeling in the keypad observed. The up & down buttons had an intermittent response. The ok & contrast buttons responded properly to testing. The keypad was removed and contamination under all of the button contacts was observed. Moisture was observed in the battery compartment. A leak test was performed and revealed a leak at a battery compartment crack. The pump case was opened and no further evidence of moisture inside of the pump case was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the up and down arrow buttons and the ok button are intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.